Event description:
Additional information received from the patient reported the implant moved from a fall. The lead was still attached and the physician's assistant adjusted the device. It was "now working better than ever."

Event description:
The patient reported that they noticed their back was bothering her and felt a lump on the lower back the day prior to the report. The patient thought that the implantable neurostimulator (ins) had moved. It was indicated that in (B)(6) 2015 the patient fell and broke their femur/humerus bone. It was noted that the patient was unsure if the lump and ins moving were related to the fall. The patient had an appointment with the healthcare provider on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.